Manufacturer narrative:
Product event summary: analysis confirmed that programmer would not power up; the power supply was found out of electrical specification. It was noted the programmer interrogated wireless and non- wireless.

Event description:
It was reported the programmer flickered and then shut off during testing pre-MRI (magnetic resonance imaging). Re-interrogated with hospital programmer, no further issues. It was also reported the programmer lost power. The fan started for about one second, then no power when trying to start back up. The programmer was returned for repair. No patient complications have been reported as a result of this event.